Event description:
It was reported that the patient experienced a shocking sensation and pain in their chest while vacuuming. Additionally, it was reported that the patient was experiencing stimulation in the wrong location (stimulation under their chest area and upper leg/knee instead of their leg). The emergency room physician performed tests, and did not consider the symptoms cardiac related. The tests were fine. Additional information received, reported that the patient was seen at the managing physician's office the next day. Impedance checks were fine. The device was reprogrammed and lower electrodes were used. The patient then had stimulation in her legs again and not in the chest/rib area. It was noted that everything was fine. At this time, it was also reported that the patient was electrocuted by the vacuum.